Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient fell while two cna were using the lift to go take the patient a bath." Upon speaking to the facility, they stated that the sling ripped with the resident in it and he fell. The facility threw the sling in the trash and does not know the model number or manufacturer.